Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause was unknown. It was not reported if the patient was hospitalized for the event. A day after the onset of event, the patient was treated with vancomycin injection (1 gram, discontinued after five days) and forzid injection (1 gram, discontinued after five days). At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.